Event description:
It was reported that the user experienced hyperglycemia with a fingerstick blood glucose of 274 mg/dl and a sensor reading of 254 mg/dl while using the ilet, after recently starting prefilled fiasp insulin; the agent advised calibration within the ilet and the user requested clinician follow-up, expressing concern about aggressive lows and whether a factory reset was needed. Symptoms included hyperglycemia and reported episodes of hypoglycemia. Outcomes included user education and troubleshooting with a plan for clinical support follow-up. Investigation included user coaching on calibration and referral for clinical assessment. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.